Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual examination of the returned trabecular metal modular multi hole cup confirmed the metal ring was returned disassembled and severely deformed. Dimensional evaluation of the shell locking groove and metal ring verified that these conformed to print specifications where measured. The lock ring was deformed with surface damage consistent with impaction damage. Device history record review indicated no deviations or anomalies in the manufacturing process. The device is 100% inspected. The reported device is used for treatment. Review of complaint history identified no previous complaints for the part-lot combination associated with the shell. The tm modular acetabular system surgical technique provides instruction that the locking ring must float freely to ensure the proper function of the shell. When the lock ring does not float freely inside the shell groove, the lock ring will not expand adequately to accept the liner. Impaction of the liner into the tm modular acetabular system shell can result in, as described complaint of damaged lock ring. It is unknown if this potential sequence of events is the specific root cause for the reported issue. With the information provided a specific cause could not be determined.

Event description:
It is reported that while impacting the ring on the inner diameter, the cup broke off.